Event description:
It was reported that the trajectory was aligned with the nexprobe and the base of the nexframe was fixed with the wing screws. The target point and target scope were correctly aligned. After rotating the nexprobe into the next stop, the ¿guidance view¿ showed that the ¿target point¿ had an off-set of about 3mm and the amount of the off-set changed with rotation of the nexprobe. The alignment was ¿correct again¿ after going back to the ¿initial position¿. The procedure was started on the left side of the patient and the issue persisted on the second side of the patient. The geometry error was reportedly ¿about 0.19¿. The user looked to achieve the lowest possible geometry error for the nexprobe. The issue was not resolved and further troubleshooting was going to be performed in the future.

Manufacturer narrative:
Concomitant medical products: product ID np-1000, serial# unknown, product type: accessory. (B)(4).